Manufacturer narrative:
A steris service technician was onsite performing unrelated service activity on another unit, when he was informed of the reported event. The technician inspected the reliance vision single-chamber washer/disinfector and found the obstruction bar to be missing from the load door. The technician instructed user facility personnel that the reliance vision single-chamber washer/disinfector should not operate without the obstruction bar. The technician replaced the door assembly which included restoring the obstruction bar functionality, tested the function and operation of the reliance vision single-chamber washer/disinfector, confirmed it to be operating to specification and returned it to service. The reliance vision single-chamber washer/disinfector is under a steris maintenance agreement. During the previous preventive maintenance activity prior to the reported event, it was confirmed that the obstruction bar was present and operating to specifications. User facility personnel could not provide information to the steris service technician regarding why the obstruction bar was missing or who removed it. The technician counseled user facility personnel on the proper user and operation for the reliance vision single-chamber washer/disinfector and the importance of the obstruction bar. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury (broken finger) when the door to their reliance vision single-chamber washer/disinfector contacted their hand. The employee sought and received medical treatment at the facility's emergency room.